Event description:
The patient reportedly experienced intermittencies and loss of lock. External equipment was exchanged, however, the issue was not resolved. Revision surgery will be scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The patient reportedly will not be explanted at this time due to not device related health issues. The patient's device remains implanted. A review of device history record was completed and no anomalies were noted. Advanced bionics believes that the patient experienced in-situ failure. This is the final report.

Manufacturer narrative:
The recipient's device was explanted. The recipient will be reimplanted at a later date.

Manufacturer narrative:
The recipient reportedly experienced a cerebrovascular accident and a hit to the head prior to explant, causing the device to be displaced. The external visual inspection revealed the electrode was severed near the electrode ground ring prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented several of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The reported complaint of intermittent lock could not be verified during the analysis of this device. The device passed all of the tests performed. This is the final report.